Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote transmission showed frequent double counting of wide qrs complexes causing high sensing integrity counter (sics). Reprogramming was done for the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.